Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Event description:
It was reported that the device showed eri status. This ICD is affected by a field safety corrective action, bio-lqc. Patient refused to change the device so it remains implanted. Should additional information be received, this file will be updated.